Manufacturer narrative:
(B)(4).evaluation summary:this report was confirmed for a split and flaked clamp. The cause for the reported condition was undetermined. A batch review was not performed as the lot number was unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
According to the reporter, on (B)(6) 2011, a baxter minicap extend life pd set was found cracked. Reportedly, the set was connected to the patient on (B)(6) 2011 at the hospital. Since this date, the set was less used because the patient's treatment had not yet started. On (B)(6) 2011, when the patient was in consultation at the hospital, during the manipulation of the set, it was observed that the blue clamp had cracks. When priming the tubing, it was impossible to inject the product. The reporter stated that the inlet must be occluded. There are no clinical consequences. No further information is available.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.